Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 280 mg/dl. The customer's mother declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump had time clock anomaly. Customer's blood glucose at time of incident was 280 mg/dl. After the troubleshooting was done, customer was advised that this is not a time clock anomaly but the pump defaulted due to an external ram crc error and unexpected restart alarm. The customer pump is being replaced due to 2 external ram crc error alarms.